Event description:
It was initially reported that the pt off time was set to 10 minutes but was feeling stimulation every 30 seconds. The generator was temporarily disabled and the pt confirmed that she did not feel stimulation. When the device was turned back on to previous settings, the pt again felt stimulation every 30 seconds. Diagnostics were run and were within normal limits. The physician wants to replace the generator, however, surgery has not occurred due to insurance issues. Good faith attempts for more info have been unsuccessful to date.